Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, was instructed to place affected pump in storage mode before return, and was advised to enter pump settings into replacement device, while technical support arranged shipment of replacement pump within warranty and confirmed shipping information.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.